Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Follow up attempts were made. The file will be reopened if additional information is provided. The manufacturer internal reference number is: (B)(4).

Event description:
An other healthcare professional reported that after implantation of an intraocular lens (iol) implant , the patient had been struggling with halos, near and intermediate vision. He also stated that he was happy with his distance vision. Additional information was requested, but no further information is available. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).